Manufacturer narrative:
Philips service reinstalled the ipc software, restoring the device to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a c-arm movement failure occurred due to an ipc communication issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.